Event description:
A device was used during a hemorrhoidectomy. After firing the device it would not release from the tissue. The device was removed by cutting the tissue. Surgeon inspected the staple line and did not identify bleeding. Pt was discharged and then returned to the emergency room on fourth post operative day. Pt was returned to surgery on fifth post operative day. A hole was identified in the rectum so a temporary colostomy was placed.